Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the device was used as extracorporeal ultrafiltration method (ecum) pump during the surgery. When it was operating by local knob, the device displayed "pump jam" and stopped after rotating for a while. The device was operated several times but the user stopped using because it continued phenomenon that stopping after showing "pump jam" and "belt slip" error messages. When the failure occurred, the flow rate indication remained 0.001 liters per minute (lpm), even the revolutions per minute (rpm) increased and decreased. The ecum was changed to next small roller and there was no health hazard to the patient. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per clinical review on february 11, 2014: a pump jam of a 4"roller pump was reported to have occurred during cpb. This pump was being used for ecum (extracorporeal ultrafiltration method)...and this is blood routed through an ultrafilter during cpb to remove excess plasma water in the patient's blood. Ecum has no impact on blood flow to the patient and has no impact on circulatory assistance. During ecum, the roller pump jammed with a resultant pump stop and pump jam message. The perfusionist loosened the occlusion a small amount, but the pump continued to jam and also displayed a "belt slip" message (on occasion). The perfusionist, elected to move the tubing to a spare pump on the base and ecum was continued with this pump. This had no impact on arterial flow or cardioplegic arrest and did not delay the surgical procedure in any way. The procedure was completed successfully without any associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Software data logs were received at the manufacturer on february 06, 2014 for further evaluation. The data logs confirm the "pump jam" and the "belt slip" error messages.